Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited unsatisfactory parameters. Repositioning of the lead was attempted several times in an effort to obtain satisfactory parameters; however, this was unsuccessful. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.